Manufacturer narrative:
Conclusion and justification status for MDR: the 226777000 hp femoral impactor associated with this report was not returned. A complaint database search against reported product code did not reveal any trends of device breakage. The investigation could not draw any conclusions about the reported chipping without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor had a chip in the impactor section.